Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of loose bearing was confirmed. The likely cause of failure couldn't be able to be determined. However, it was also noted that the distal bearing was detached, the tube bearings were worn and the laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use loose bearing was observed. At the time of report there was no patient impact. Additional information received that bearings were detached found in evaluation.